Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the pump touch screen was frozen. At the time of the report with tandem technical support the touch screen was functioning as intended. Customer's blood glucose level was 240 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.